Event description:
It was reported that there was no flow through a large volume infusor. This issue was discovered during priming prior to patient use. The device was filled with saline solution 150 ml and 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Initial reporter address should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from march 16, 2022 - march 18, 2022. H10: the device was received containing approximately 216 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the white flow restrictor. Microscopic examination on the flow restrictor revealed the root cause was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass.the capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was attributed to improper filling technique during product use (filling step). The product¿s instructions for use has details about the proper filling technique to avoid this occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.